Event description:
The customer reported that the ventilator is alarming circuit occlusion/extended high peek. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician evaluated the gas delivery engine that was returned by the customer and was able to verify the reported issue of a circuit occlusion and extended high peak alarm. Issue was isolated to the expiratory pressure transducer on the transducer communication alarm pcba.